Event description:
The manufacturer received information alleging a ventilator had a problem with the battery. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the problem.